Event description:
According to the reporter, during an open laparotomy with bowel resection procedure, while performing bowel anastomosis and closing the abdomen, just before its use, the two needles came loose from the threads with the first throw. Another suture was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: gmm-344l, gmm-344l maxon* 1 grn 240cm lp gs26x12 (lot#d3g2884y); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.